Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged per attorney claim letter: ni/ni/ni: the patient underwent implant of a bard/davol perfix plug, ref # 0112760, lot # huri1134. On (B)(6) 2017: the product (mesh) had to be surgically removed as the result of problems the patient suffered due to the product, bard mesh perfix plug. Attorney also alleges the product was defective.